Event description:
The core sumex drill was sent for evaluation due to running on its own without user activation during testing conducted by the manufacturer sales representative, prior to a procedure. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
During testing conducted at the manufacturer it was noted that there is insufficient lubrication in the bearings.